Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet and pursued a product return, later electing to continue use briefly before ultimately returning the ilet device. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization, and no long-term impairment. Customer care provided support that included customer service follow-up and return logistics. Investigation of this case revealed no confirmed device malfunction prior to return and no confirmed component failure, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.